Manufacturer narrative:
Device not returned.

Event description:
It was reported that when patient presented in the emergency room upon receiving multiple inappropriate shocks. Patient received appropriate therapy for ventricular tachycardia however due to noise present in the ventricular sense amplitude channel patient received multiple inappropriate shocks. Lead diagnostics remained stable. Lead noise was unable to be reproduced via isometric testing and pocket manipulation. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable post procedure.